Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-16894. It was reported that the patient presented to the hospital with signs of infection. The implantable cardioverter defibrillator system (ICD) was explanted on (B)(6) 2021. Since patient was ICD dependent, physician implanted a temporary right ventricular lead on the same day for pacing.